Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was 400 mg/dl and it was addressed with manual injections. Reportedly, the customer would continue to use the pump until replacement pump is received.